Manufacturer narrative:
Submit date: 11/30/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is an issue with the enteral feeding pump. The motor is moving slow.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the motor is moving slow. The unit was triaged and the customer¿s reported condition was confirmed. The unit has been repaired, tested, and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.